Event description:
Once a medication vial is spiked with this primary tubing, multiple instances of failure of either the medication leaking out of the vent opening or unable to get priming chamber to inflate. Once the chamber inflates, it then leaks out of the vent.